Event description:
A patient had received a total hip arthroplasty, which was performed using the robotic arm interactive orthopedic system (rio) and restoris pst total hip implants. Approx two to three weeks post-operatively, the patient fell and fractured their calcar.

Manufacturer narrative:
As part of normal complaint follow-up, an eval of the event has been conducted by mako surgical. The surgeon has decided not to revise the patient at this time and to let the fracture self heal. The case session files from the rio used in the original procedure were reviewed. All values were found to be within acceptable tolerances and it was concluded that the rio operated as intended. This issue was therefore determined to be the result of the patient fall which led to the calcar fracture.